Event description:
While cutting the umbilical cord clamp on this baby, the cord clamp remover broke. The blade came out of the tool and staff could not remove the tool or get the blade out of the tool to take the clamp off the infant's umbilical cord. Staff had to break the cord clamp, being careful not to slice the skin of the patient or their own skin with the razor sharp blade. It took over 30 minutes for staff to remove the tool, clamp, and blade from the area.